Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific balloon. No patient complications were reported.